Event description:
It was reported that implantable pacemaker recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Boston scientific technical services (ts) explained the process for clearing the device and will need to send in data for analysis and engineering will analyze for temperature drops that track with voltage changes. The device was never in service. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.